Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a pt developed an infection at the vns generator site after initial vns implant surgery. The pt was hospitalized and given antibiotics. No devices were explanted. The cause of the infection was the implant surgery per the reporter. The pt is recovering and doing well per the reporter.